Manufacturer narrative:
(B)(6). Manufacturer's investigation conclusion: review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2016. The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was hospitalized with a driveline infection. A wound smear was done on (B)(6) 2019 which resulted in (B)(6). The patient was treated with a dressing change and antibiotic therapy with intravenous clindamycin 600 milligrams from (B)(6) 2020 and clindamycin 300 milligrams from (B)(6) 2020.